Manufacturer narrative:
Merge unity pacs is designed to display a message to the user when an exam report fails to upload to the image server. In this instance, there was no evidence that the physician received the message warning that the report did not upload. The exam report was successfully saved in unity pacs. The merge healthcare unity investigation showed the ms word document (exam report) was corrupt. To resolve this issue, the exam was re-read by the physician. No other review/investigation will be performed for cause.

Event description:
Merge unity pacs is a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems on (B)(6) 2018 a customer reported that a case was read, however, is incomplete and the exam report did not file into hospital information system (his) system. The merge healthcare unity technician investigation showed that the report did save successfully, however, the ms word document (exam report) was corrupt. While images are available, a finalized report not being available for subsequent review by the patient's physician could potentially result in a delay in care that could lead to harm. However, the customer did not allege any harm, serious injury or death as a result of this issue. (B)(4).